Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted the force bipolar did not burn at all. A backup same davinci instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the reported complaint. The force bipolar instrument was found to have damaged at the conductor wires insulation. The instrument passed the electrical continuity test. The energy delivery test was performed and failed.